Manufacturer narrative:
The manufacturer previously reported an allegation of an issue with a ventilator's pressure delivery. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device performed to manufacturer's specifications.

Event description:
The manufacturer received information alleging an issue with a ventilator's pressure delivery. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.